Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The device remained implanted. The patient would continue to be monitored closely. No patient symptoms reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).